Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited problems related to reprocessing, insufficient or incorrect reprocessing. There was difficulty to properly clean the scope since the sponge got stuck in the last channel. There were no reports of patient involvement.

Manufacturer narrative:
The initial medwatch reported the returned device found the videoscope had issues associated with reprocessing during evaluation; however; the customer returned the device without reprocessing due to a stuck sponge in the last channel. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.